Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2023-004951. Section d. Box 4. Unique identifier h3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a medical procedure to place a stent in the transverse sinus using a benchmark delivery 6f 071 catheter (benchmark), a neuron max 6f 088 long sheath (neuron max), a non-penumbra stent, and a non-penumbra sheath. It was noted that the patient''s anatomy was tortuous. During the procedure, the physician advanced the benchmark to the target location. While advancing the stent through the sigmoid and transverse sinus, the physician experienced resistance. The physician continued to advance the stent against resistance and subsequently, fractured the benchmark. It was noted that the fractured portion of the benchmark migrated a little further within the same vessel. Therefore, the stent was removed, and the proximal benchmark was removed from the sheath. A neuron max and a snare device were used to remove the distal segment of the benchmark. The procedure was completed using the neuron max and the same stent. There was no report of an adverse effect to the patient.